Event description:
Patient presented with a matrix spine system implant for posterior fusion t11 to l3. During a routine follow up visit on unknown date, radiographic imaging revealed a detached head of a screw at l3. Patient is asymptomatic with no secondary surgery or treatment planned. This is 2 of 2 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.